Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event, reference report 0001032347-2017-00442.

Event description:
A bill only was received which indicated two plates and six screws were wasted. There is potential that the plates and screws may have been implanted in the patient and removed. Additional information was requested but has not been received at this time.